Event description:
New information notes that the device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was over-sensing post-paced t-waves. The patient was asymptomatic and no adverse events were reported. Device reprogramming was recommended.